Manufacturer narrative:
Visual examination of the instrument finds the distal end of the push rod to be broken from the link assembly. The link assembly and rivet is still intact. The distal end of the push rod was not returned with the instrument. The distal end of the flexible shaft assembly is completely severed from the jaw assembly. The flexible shaft assembly exhibits signs of being stretched apart and twisted to the point of material failure. There are no other signs of damage on the balance of the instrument. The broken distal end of the push rod is typically an indication of excessive force applied to the device. The broken flexible shaft assembly is also a result of excessive force having been applied. Without further information from the customer, the assessment finds the failure due to customer misuse.

Event description:
During a surgical procedure the flexible cystoscopic foreign body forceps broke in the patient, all pieces were retrieved from the patient without any harm.